Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during pre-use inspection, it was noted that the bronchovideoscope was missing external insulation at the distal end of the scope. There was no patient involvement.